Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during set up for an arthroscopy, when the outer package was opened, the inner package of the dyonics 25 inflow/outflow tube set had a small hole. Surgery was completed without delay using a back-up device instead. There was no patient involvement.

Manufacturer narrative:
The reported device was received for evaluation. A visual inspection revealed several small indentions as well as the major indention. From the outside, the major indention looks like it penetrates through. The inside was torn open to show the caps were still secured. This major indention did not puncture through. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found the raw material requirements, and that the certificate of compliance must be included. The root cause has been associated with a quality control deficiency. Factors that could have contributed to the failure include rough handling. No containment or corrective actions are recommended at this time.